Event description:
Company rep reported needle snapped off in pt's leg. The broken needle was surgically removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot # is unk. Regulatory compliance will continue to monitor on monthly trend reports.